Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 49 to 40 mg/dl at the time of the incident. The customer was at 476 and 540 mg/dl at the time of the call using 2 different meters. The customer was given food and glucose paste to treat. The customer was wearing the insulin pump during the incident. The customer's reservoir was empty but should have had 37.9 units left. The customer did not see any leaked insulin on their shirt. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No weak battery alarm or battery out limit alarm noted during testing. The units remaining in the status screen matches the test reservoir volume. The low reservoir alarm was set to 20.0 units. Unit properly alarmed low reservoir when there was 20.0 units remaining in the status screen. The low reservoir alarm functions properly during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker. (B)(4).